Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. The drive wire was broken from inside the distal end of the handle cannula. The drive wire was returned in two sections. The basket did not have any broken wires. The basket was deformed from the original shape. A visual inspection of the proximal end of the handle cannula found the securing component that holds the cable wire inside the cannula was present. The handle cannula was then removed from the device. The cannula was then ground off to examine the inside. The drive wires were present between the locking component and the securing joint. This indicates the locking components held the drive wires as intended. The proximal end securing component of the drive wire was intact. The anchor component and securing joint in the handle cannula functioned as intended. The broken drive wire exhibited signs of fatigue that can be attributed to excessive force applied during lithotripsy. A product-specific discrepancy that could have caused or contributed to this observation was not observed during lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. According to the report "the basket wire in the middle of the basket was broken [drive wire disconnected]. The physician removed the basket handle/cut portion of sheath nd the endoscope from the pt. The physician chose to use the cook soehendra lithotripsy cable (slc-2) to continue the procedure. The physician thought the basket wire was a little long as the slc-2 was very short, so they cut the basket wire, this is why the device exhibits two (2) breaks." The instructions for use state, "visually inspect with particular attention to kinks, bends and breaks, if an abnormality is detected that would prohibit proper working condition, do not use." The instructions for use for the fusion lithotripsy extraction basket includes the following warning: "basket wires may fragment and/or stone impaction may occur during lithotripsy, requiring surgical intervention." According to the report, a slc-2 was used and the sheath was removed from the device and a soehendra lithotripsy device was attached and used to fracture the stone. The instructions for use for the soehendra lithotriptor cable (slc-2) states in warnings: "do not remove sheath from basket wire. Doing so may result in basket fragmentation and consequently require surgical intervention." Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of the occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint tends and reassesses the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
On (B)(6) 2013, the following info was provided: during an endoscopy procedure, a cook fusion lithotripsy extraction basket was used. Once the stones were entrapped in the basket the drive wire broke. The sheath was removed from the device and a soehendra lithotripsy device was attached and used to fracture the stone to complete the procedure. It was not believed a reportable event had occurred. On (B)(6) 2013, the device was returned for eval. Upon eval, we confirmed two breaks in the wire. The wire was separated from inside the distal end of the handle cannula and a second breakage was along the body of the wire. Due to the condition of the returned device it is reasonable to suggest mechanical lithotripsy was being used when the drive wire disconnected. Drive wire breakage during mechanical lithotripsy has been established as a reportable event. On (B)(6) 2013, the following additional info was provided: after the stone was entrapped, the physician used an inflation device made by another company to crush the stone, and the basket wire in the middle of the basket was broken [drive wire disconnected]. The physician removed the basket handle/cut portion of sheath and the endoscope from the pt. The physician chose to use the cook soehendra lithotripsy cable (slc-2) to continue the procedure. The physician thought the basket wire was a little long as the slc-2 was very short, so they cut the basket wire, this is why the device exhibits two (2) breaks. No section of the device detached inside the pt and the procedure was completed successfully. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.